Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.